Event description:
While attempting to remove biomet hardware from left femur, the biomet instrument used to remove the nail broke. There was no other way to remove it. A different instrument designed only to remove that nail will be shipped to us tonight and the surgery will be completed tomorrow. Biomet acknowledged that this instrument has failed to function properly before, that is why the new instrument was designed.